Event description:
It was reported that upon examination/palpation, it was noted there was partial wound dehiscence. The patient experienced slight superficial dehiscence of the skin edges in one part of the pump pocket wound. Reclosure of surgical incision was done on (B)(6) 2012. The severity was mild. The outcome was resolved without sequelae. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).